Manufacturer narrative:
Spacelabs techncial support advised the caller to reach out to their internal biomed to resolve the issue. The biomed called back and reported that he was able to resolve the failure. No further details are avaiable as to what was done to resolve the failure. Cause of failure was not identified.

Event description:
The customer reported that a xhibit central station displays suddenly went blank preventing further monitoring of patients. There was no patient or user harm associated with this event.